Event description:
In 2009, the patient underwent the surgery with the t2 scn. At approximately 2 months later, when the patient was about to get in the car, he twisted his knee. Afterwards, the patient went to the hospital because he had the pain in the knee. The surgeon found through the x-ray that the two condyle screws were broken. The surgeon changed the nail and screws in the revision surgery at about 10 days later. The revision surgery was completed without problem.

Manufacturer narrative:
Same patient event as MDR 9610622-2009-00323.